Event description:
The customer reported display is blank and multiple errors reported 2000, 3000, 3100 & 4010. Air valve stuck closed (e/c 4010). The device was not in use at the time of the reported event; therefore, there was no patient involvement.